Manufacturer narrative:
This report is being filed to provide additional information in investigation: the customer submitted one photograph in lieu of the disposable set to aid investigation. The image shows the sample bag and confirms that is was inflated with air. The white pinch clamp on the donor needle line and the white pinch clamp on the sample bag line both appear to be in the closed position. The blue pinch clamp on the inlet line is in the open position. The top left hand corner of the trima set is shown loaded in the device and the return pump header and ac pump header appear to be loaded correctly. The donor is not connected. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Run data file analysis showed a ¿pressure test error¿ alert was generated during the tubing set test. Analysis showed this alert was generated because the access pressure sensor (aps) reading could not reach the targeted negative pressure when the return pump ran to negatively pressurize the tubing set during the tubing set test. At the ¿pressure test error¿ alert screen, the operator was prompted to: ¿verify: ¿ the clamps on the donor line and sample bag line are closed ¿ no air is in the sample bag ¿ the pump headers are loaded correctly ¿ the cassette is loaded correctly and there are no obstructions based on the analysis of the run data file, it is suspected that this ¿pressure test error¿ alert was generated because the pinch clamp on the sample bag line was likely not properly occluding the line. If the clamp on the sample bag line is not properly occluding the line during the tubing set test, air can have a pathway to enter the sample bag. Investigation is in process, a follow-up report will be provided.

Event description:
The operator found the sample bag was inflated during the tubing set test. Per the customer there were no alarms during the set test. The donor was not connected at the time of the event, therefore no donor information is reasonably known at the time of the event. The disposable set is not available for return because it was discarded by the customer.

Event description:
The operator found the sample bag was inflated during the tubing set test. Per the customer there were no alarms during the set test. The donor was not connected at the time of the event, therefore no donor information is reasonably known at the time of the event. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer submitted one photograph in lieu of the disposable set to aid investigation. The image shows the sample bag and confirms that is was inflated with air. The white pinch clamp on the donor needle line and the white pinch clamp on the sample bag line both appear to be in the closed position. The blue pinch clamp on the inlet line is in the open position. The top left hand corner of the trima set is shown loaded in the device and the return pump header and ac pump header appear to be loaded correctly. The donor is not connected. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Run data file analysis showed a ¿pressure test error¿ alert was generated during the tubing set test. Analysis showed this alert was generated because the access pressure sensor (aps) reading could not reach the targeted negative pressure when the return pump ran to negatively pressurize the tubing set during the tubing set test. At the ¿pressure test error¿ alert screen, the operator was prompted to: ¿verify: ¿ the clamps on the donor line and sample bag line are closed ¿ no air is in the sample bag ¿ the pump headers are loaded correctly ¿ the cassette is loaded correctly and there are no obstructions based on the analysis of the run data file, it is suspected that this ¿pressure test error¿ alert was generated because the pinch clamp on the sample bag line was likely not properly occluding the line. If the clamp on the sample bag line is not properly occluding the line during the tubing set test, air can have a pathway to enter the sample bag. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * a clamp malfunction where the clamp skews to the side as it is closed * the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt, or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Event description:
The operator found the sample bag was inflated during the tubing set test. Per the customer there were no alarms during the set test. He donor was not connected at the time of the event, therefore no donor information is reasonably known at the time of the event. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer submitted one photograph in lieu of the disposable set to aid investigation. The image shows the sample bag and confirms that is was inflated with air. The white pinch clamp on the donor needle line and the white pinch clamp on the sample bag line both appear to be in the closed position. The blue pinch clamp on the inlet line is in the open position. The top left hand corner of the trima set is shown loaded in the device and the return pump header and ac pump header appear to be loaded correctly. The donor is not connected. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.